Manufacturer narrative:
Concomitant: 5076-52 lead, implanted (B)(6) 2010.

Event description:
It was reported that during a lead replacement procedure the patient experienced asystole. The right ventricular (rv) lead was fractured and when the patient was unscrewing the lead from the device the patient experienced asystole. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.